Manufacturer narrative:
Conclusion: according to the info received, the device was explanted after the electrode lead was inadvertently pulled out of the cochlea during a cleaning procedure of the external ear canal. The investigation results appear to match the problems mentioned in the pt report. This is a combined initial and final report. (B)(4).

Event description:
It was reported that the device was explanted. According to the explantation report, the pt had a surgery to remove a cholesteatoma and thereafter the electrode lead penetrated the posterior wall of the outer ear canal. The ent doctor inadvertently pulled the electrode during a routine cleaning procedure. Pt's hearing perception reportedly worsened. The pt has been reimplanted.